Manufacturer narrative:
The subject device has been not returned to omsc for the evaluation. Omsc reviewed the manufacture history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from sorc there was the possibility that the reported phenomenon was attributed to the stress during the use, the external factor or the user handling. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the image of the subject device was disappeared when the subject device was angulated during the incoming inspection for the repair at olympus service operation repair center (sorc). There was no patient injury associated with this report.